Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was damaged during the right ventricular (rv) lead explant procedure and therefore was replaced. Additionally, after extraction of the rv lead there was high thresholds noted on the right atrial (ra) lead. The ra lead was then explanted and replaced. No patient complications have been reported as a result of this event.